Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, red particles material was found on the shell/gel and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: implant broken, found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on the radius due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: - a broken is found with the following conditions: striated edge on posterior due to surgical damage, sharp edge on the radius due to an unidentified (tear) opening. -missing shell assessed as inconclusive.

Event description:
Physician reported rupture, capsular contracture, baker grade iii, and "chronic resorptive inflammation and foreign body reaction, especially on the right." The device has been explanted. This record represents the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported inflammation, rupture, and confirmed baker grade iii.